Manufacturer narrative:
The pathology results were made available to mentor on (B)(6) 2021. Left breast capsule, removal: -no evidence of atypia or carcinoma. -non-proliferative fibrocystic changes with fibrosis. Left breast implant, removal: -breast implant identified grossly. Left breast inferior pole mass, excision: -no evidence of atypia or carcinoma. -proliferative fibrocystic changes. -focal papillomatosis. -calcifications identified in association with stroma and blood vessels. The impacted product was received by the failure analysis lab on (B)(6) 2021. The investigation of the impacted product was completed by the failure analysis lab on (B)(6) 2021. Device evaluation summary: during the visual evaluation, two anomalies were observed on the posterior view of the device consistent with crease/fold. Additionally, three tears (a, b, and c) were found. Tears a and b were observed within one of the crease/folds and measured approximately 0.5 cm, and 1.2 cm, respectively. Tear c was noted within the other crease/fold and measured approximately 0.7 cm. The evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of the saline-filled mammary prosthesis. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Swelling is a temporary normal post-operative condition. Depending on presentation, delayed swelling may require additional work-up by the surgeon. Swelling is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on december 10, 2020. In addition to the issues reported initial. The patient also experienced bilateral deflation. The devices were explanted on (B)(6) 2020. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: local reaction/capsular contracture/breast mass/deflation manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with mentor smooth round moderate profile 325cc saline prostheses experienced bilateral baker grade IV capsular contracture, left sided pain, left sided swelling , and a left sided breast mass post procedure. The doctor could not confirm any sort of device issue such as a leak. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2020-15631 for contralateral prosthesis report.